Manufacturer narrative:
Correction - please refer to h6 component code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. Device inspection revealed the following: the received clamp overall showed normal signs of usage with one of its leg broken. The fracture pattern on the surface of the broken leg indicates towards a typical brittle fracture under immense bending load. The breakage is along the notch transition point. No other deformation was observed around the breakage point, indicating towards an instantaneous breakage under a high load. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of one of the legs of the clamp occurred due to intra-op excessive bending load application on the leg, more than it could sustain. Ultimately leading to an instantaneous brittle fracture. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "broken tip of bone grasping forceps". The procedure could be completed successfully. The broken tip could be retrieved from the patient's body.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: :"broken tip of bone grasping forceps".